Manufacturer narrative:
The investigation found that the cause of the event is consistent with tilted sample tubes. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 2 patient samples on a cobas 6000 e 601 module. On (B)(6) 2022, sample ID (B)(6) had an initial hcg result of < 0.1 u/l. The result was reported outside of the laboratory. The clinician questioned the result as the results did not match the patient's clinical picture. The sample was repeated and the result was 4112 u/l. On (B)(6) 2022, sample ID (B)(6) had an initial hcg result of < 0.1 u/l. The result was reported outside of the laboratory. The clinician questioned the result as the results did not match the patient's clinical picture. The sample was repeated and the result was 56100 u/l. The reagent lot is 614888. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) confirmed the sample probe connectivity and positioning and pinch valve operation. Calibration and qc were performed successfully. The fse noted that humidity levels were very low in the customer's laboratory. The investigation is ongoing